Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. Evaluation: the device was returned to zoll medical (B)(4); the reported malfunction was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The device's high voltage module and system interconnect flex cables were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault" error message. Complainant indicated that there was no patient involvement in the reported malfunction.